Event description:
Preliminary report: physician reported that "a year ago the lap-band system was implanted and the patient released without signs of misdemeanor during implantation or immediately after the surgery. Some days later, the patient presented back at (B)(6) department at hospital with abdominal pain and was readmitted to hospital, with significant drop in core body temperature. The surgeon found the patient had 25 gall stones in the abdomen from a previous cholecystectomy and it became apparent that the patient had a very small perforation in the gastric wall, leading to 5mls of gastric juice in the abdomen. The patient was sent for a cat scan but the machine was not big enough to facilitate the patient for this process. The patient was kept at hospital for three days and on the third day, pressured by the patient to be released due to feeling better, the patient was discharged when the surgeon was an hour and a half away from visiting to assess discharge. Family had insisted on discharge." Clarifying event: "patient represented a few days after routine (and videoed) surgery with clinical signs of chest sepsis and no signs of abdominal sepsis and no free gas on abdominal or chest x-rays. [The patient] was too large and breathless to lie in the CT scanner. Admitted and treated with antibiotics and clexane and chest physio, patient pushed daily to go home and did so after about 4-5 days without waiting for surgical review. [The patient] had been improving with treatment, reducing temperature, mobilizing, reducing pain and breathlessness. Represented via ambulance after collapse at home about 6 hours later. Due to size, ambulance transport problems. Cardiac arrest on arrival at public hospital. Resuscitated. Pus found oozing from port site. Laparotomy showed yellowish pus throughout peritoneal cavity and scattered gallstones from laparoscopic cholecystectomy done around a month before. There was a small hole in the front of the stomach nowhere near the band and 6ml gastric fluid - thought to be an acute split during resuscitation. There was no leak from the band site, and no volume of gastrointestinal content in the peritoneum. The band was removed, the presumed acute gastric tear repaired, and peritoneal lavage. The patient died in intensive care from sepsis within about 24 hours. A coroner's post mortem concluded (with little justification) that the patient died from sepsis from a perforated stomach at lap band surgery. Yet there was no significant gastrointestinal content found, the hole appeared acute, and the area of the hole was seen to be undamaged during the video of the procedure and nowhere near the band. A significant possibility is spread of bacteria from scattered gallstones left behind at the previous cholecystectomy, opened up into the peritoneal field during the lap banding. A surgical opinion obtained from a (B)(6) surgeon by the coroner suggests failure of duty of care because it was obvious to him (over a year from the procedure, using limited data and never having examined the patient) that there was intra-abdominal sepsis. My view was that the absence of signs on x-ray or clinically of intra-abdominal sepsis, and clear signs of chest sepsis, that re-laparoscopy would have been an unjustifiable risk for the patient. The case is subject to a coroner's inquest." Per surgeon this is not a device related event.

Manufacturer narrative:
(B)(4). The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter discarded the device when it was explanted and it is no longer available for return. Therefore, allergan will not receive it and no analysis or testing will be done. Death, stomach perforation, myocardial infarction, infection, dyspnea, pain, surgery related observation/complication and surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The implant surgeon has absolved the lap-band system of responsibility in the cause of this patient's death. Allergan has requested a copy of the coroner's report and a copy of the inquest report, after it is concluded. Device labeling addresses the reported event of death as follows: "perforation of the stomach can occur. Death can also occur. Specific complications of laparoscopic surgery can include spleen damage (sometimes requiring splenectomy) or liver damage, bleeding from major blood vessels, lung problems, thrombosis, and rupture of the wound." "Any damage to the stomach during the procedure may result in peritonitis and death, or in late erosion of the device into the gi tract." Device labeling contraindicates the use of the lap-band system in a patient with a previous gastric injury: "contraindications: patients who have/experience an intra-operative gastric injury during the implantation procedure, such as a gastric perforation at or near the location of the intended band placement." "Warning: do not push the tip of any instrument against the stomach wall or use excessive electrocautery. Stomach perforation or damage may result. Stomach perforation may result in peritonitis and death." Device labeling addresses the reported event of myocardial infarction as follows: "the lap-band system is contraindicated in: patients with severe cardiopulmonary diseases or other serious organic disease which may make them poor surgical candidates. It is the responsibility of the surgeon to advise the patient of the known risks and complications associated with the surgical procedure and implant." Device labeling addresses the possible outcome of an infection as follows: "contraindications: the lap-band system is contraindicated in: patients who have an infection anywhere in their body or where the possibility of contamination prior to or during the surgery exists." "Infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." "Caution: in revision procedures, the existing staple line may need to be partially disrupted to avoid having a second point of obstruction below the band. As with any revision procedure, the possibility of complications such as erosion and infection is increased. Any damage to the stomach during the procedure may result in peritonitis and death, or in late erosion of the device into the gi tract." Device labeling addresses the reported event of pain as follows: "11. Patients must be carefully counseled on the need to report all vomiting, abdominal pain or other gastrointestinal or nutritional issues as these symptoms may indicate a condition not related to the lap-band system." Device labeling addresses the reported events or surgical complications as follows: "complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body."